Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The clockspring, was returned for failure analysis, and the reported problem was confirmed in the field but not replicated. A visual inspection did not find any factor that could be related to the reported event. The returned unit¿s axes controller platform (acp5) connections were plugged into the acp5 of an in-house patient side cart (psc) system and an orienting platform (op) laser was also connected to the returned unit. The in-house system was then able to start in normal mode with no errors. The axes controller platform dual (acpd) was returned and the reported errors were confirmed but not replicated. System logs revealed errors 23008 and 32100, confirming the event occurred in the field. Upon visual inspection, the up-data link connector on the board was damaged. Due to physical damage, the board unit cannot be installed onto the system. The axes controller platform (acp) was returned, and the reported failure was confirmed and replicated. System logs revealed error 32100 indicating fault occurred in the field. Upon visual inspection, no issue was found that would relate to the reported complaint. The unit was then installed onto the golden system where the error 32100 was triggered. The complaint was confirmed based on failure analysis. Failure analysis concluded that the failure of acp was found to be the root cause of the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon arrival, fse confirmed the system initially powered on and entered normal mode without errors. However, when the boom orienting platform (op) was moved, the system faulted with error 23008. During troubleshooting, it was observed that the op had reached a hardstop position. The fse removed and reinstalled the clockspring assembly. The clockspring assembly was removed, inspected, and reseated. During the first reinstallation attempt, the system failed calibration. After multiple unsuccessful calibration attempts, the clockspring assembly was removed again. Fse performed a detailed inspection of the clockspring assembly and all associated cabling; no damage or abnormalities were found. The clockspring assembly was then reassembled and reinstalled. The cable extension laser was found to be damaged and replaced. Following reinstallation, the system was returned to a normal state, and the op test workflow was performed. All op tests passed successfully. Fse replaced the clockspring, axes controller platform dual (acpd), and axes controller platform (acp). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the clockspring ,acpd, and for evaluation, acp but evaluation has not been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that 32100 errors during system startup. The intuitive tech support engineer (tse) reviewed the system logs and found a voltage error against axes controller platform (acp) 5. The tse had the customer perform a hard power cycle of the patient side cart (psc), with no change. The customer was unable to use the psc with the position the boom was in and cancelled the case. No known impact or patient consequence was reported.